Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a protaper next x1 3 files 25mm file broke during use. The outcome of this event is unknown as of this MDR evaluation. Further information requested.

Manufacturer narrative:
Additional information received: we received the following information regarding this complaint are 1. There is no relevant equipment for the broken part and it is not retrieved, and it is currently observed. 2. The patient was not injured. 3. Explain to the patient and inform that he can go to a higher level hospital to take it out. 4. The broken part is not retained, will not return. Investigation results summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1751519). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions (as it could be the case here because canal prepared was relatively curved), which are unknown to us and may also have an impact on the reported failure mode. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580, health effect - impact code - 4648, the correct codes for this complaint are: health effect - clinical code - 4582, health effect - impact code - 2199, this is a follow up report to correct this code.